Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a static image with deteriorated visibility during an unspecified procedure performed under sedation while the device was inside the patient. The procedure was completed using a similar device. No patient injury was reported.